Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The end user provided a photograph depicting the reported defect. The customer's reported complaint description of guidewire "got stuck" is confirmed, based on the provided photo. Although the complaint description is confirmed, a definitive root cause cannot be determined without receiving the sample. Angiodynamics' supplier of thies device was notified of the event. Per the supplier: "at this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "improper use" may have impacted on the event as reported.". A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "using standard seldinger technique gain access to the desired vein with the needle and corresponding guidewire. If applicable, use the micro-access introducer to exchange for a larger diameter wire. Advance the 4fr trè-sheath introducer, over the wire, to the treatment location. If treating the great saphenous vein, position sheath tip so that it is 1-2cm below the sapheno-femoral junction. Verify sheath positioning using ultrasound guidance. Remove the dilator and guidewire.". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 65 cm nevertouch direct procedure kit. It was stated that "something happened with the guidewire and it got stuck." The operators has to remove the entire procedure kit during exchanges and open a new one. It was reported that the wire looks to have unraveled. There was no report of patient harm or adverse event by the end user. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.